Event description:
It was reported that the cassette, containing veletri, ran out and had air bubbles in the line. More specifically, it was reported that "...after priming the tubing, the reservoir volume reads 97ml, therefore cassette should not be running out prior to a 24 hour infusion time." The patient experienced shortness of breath as a result of the over delivery. This issue gradually resolved once the cassette was changed out and the infusion resumed. No further complications were reported. The patient was receiving veletri as outlined below: amount: 30nkm; frequency: continuous; route: IV.